Event description:
The customer's parent called and reported that the customer smashed the insulin pump when she fell off her skateboard and the bottom broke off. Customer's blood glucose was 223 mg/dl. Upon attempting to finish rewind sequence to write down the settings, the insulin pump alarmed with compromised force sensor system. Troubleshooting was declined. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to verify a33 alarm due to detached end cap. The insulin pump has minor scratches on the lcd window, case and with torn keypad overlay.